Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report. Next tentative date of removal is on the next visit to the hcp in six months, (B)(6) 2024.

Event description:
On (B)(6) 2024, senseonics was made aware of an incident where physician was unable to remove the sensor on the first attempt made.

Manufacturer narrative:
Sensor sn (B)(6) was successfully removed on (B)(6) 2024. B4. Date of this report updated to 16 august 2024. G3. Date received by manufacturer updated to 16 august 2024. D4. Primary unique device identifier (UDI) updated to (B)(4).